Event description:
It was reported that the pt's pump was "breaking down" the pt's skin. The pt needed a smaller sized pump. The pump was replaced. The pt recovered without sequela. The medication being delivered via the device was lioresal.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.